Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the drain line tubing was missing and not returned with the sample. The reported line disconnection likely occurred at the drain line as the tubing was not connected to the cassette and would have resulted in a solution leak during priming. The reported condition was verified. The cause of the reported disconnection could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified line of a home peritoneal dialysis (pd) system kaguya set disconnected which resulted in a solution leak. This event occurred during priming of pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.